Event description:
It was reported that the ilet user accidentally dislodged the infusion site from the inset needle during a supply change, resulting in an infusion set deployed or connected incorrectly and requiring troubleshooting and user education; there were no device alerts or alarms. No reported symptoms or clinical effects. Outcomes included no lasting impact and no hospitalization. Investigation included technical review of use-related factors and assessment of user technique. Investigation of this case revealed user handling error consistent with improper infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to insertion or connection during set change.